Manufacturer narrative:
A visual examination of the returned device found that the distal end of the outer sheath was bunched up and several stent wires had perforated the outer sheath. An unsuccessful attempt was made to retract the outer sheath, but instead, the inner lumen exited through the guidewire access port. While analyzing the shaft, after withdrawing the inner lumen and stent, the distal stent wires were found to be damaged. No other issues were noted with the device. The most probable root cause is due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review identified that the device was used per the rx biliary directions for use (dfu). (B)(4).

Event description:
It was initially reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the stent could not be deployed. The physician indicated that the exterior tube remained over the stent. The procedure was completed with another wallstent rx biliary endoprosthesis. An attempt to deploy the event stent post procedure was unsuccessful. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; stent perforation of outer sheath.